Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spyglass ds controller were used during a cholangioscopy procedure performed in the common biliary duct on (B)(6) 2021. During the procedure, image problems occur with artefacts, interference, lost image and the loading symbol appears after 30 minutes into the procedure. It was reported that when they moved the connector between the spyscope and the spyglass controller, they felt the image presents interference, and the image returns with some movements; like if the controller presented an electric connection problem. The physician decided to stop the procedure as he doesn't feel secure with the spyscope and the spyglass digital controller. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. The device was plugged into the controller. A live, clear image was displayed. No problems were identified with the image. No problems were observed with physical connectivity of the device. The umbilicus connector was visually inspected and no damage or defects were noted. The lighting controls on the controller were tested and the scope lighting adjusted accordingly, no problems were observed with scope lighting or plastic optical fibers (pofs). The device was fully articulated in all directions; no problems were identified with the image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the connection of the camera wires to the pcba was inspected. No damage or defect was noted on the bond between the solder pads and the camera wires. The glue feature was wiggled with tweezers to test the solder bond of the wires, and no change to the image was noted. Pressure was applied to the ground pad on the pcba using a screwdriver, and no flex was observed on the pcba. It appeared fully bonded to the breakout and no components on the board appeared damaged. The camera wire in the breakout region was visually inspected. No damage was noted to the camera wire or jacket. It was noted that there was procedural residue on the pofs and camera wire in the breakout region, indicated procedural fluids had flowed back up the optics lumen into the handle during use. Additionally, the camera wires were not fully insulated in the glue feature and appeared corroded, further indicating the presence of saline in the handle during the procedure. The tip was blocked and saline was flushed through the irrigation tubing to induce backflow of saline into the optics lumen. No change to the image resulted from this test. The test was repeated with an autolith electrohydraulic lithotripsy (ehl) probe in the working channel. No change to the image resulted from this test. The test was repeated with saline applied directly to the exposed camera wire. No change to the image resulted from this test. The reported complaint was not confirmed. Upon analysis, the returned device was unable to replicate or identify any problem that could have caused or contributed to the reported event. A review of the risk documentation confirms that the problem is not a new or unanticipated event. The risk documentation lists that the reported event can be caused by damage to the electronic components, fluid leaks, tip damage, or cross-talk between electronics. The dfmea lists mitigations in place that control design features through specification and manufacturing inspection, and therefore it is unlikely an problem with the design of the device. A device history record (DHR) review confirms the device met all manufacturing specifications, and therefore there is unlikely an problem related to manufacturing. Based on all gathered information, the investigation concluded that the most probable root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4).. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spyglass ds controller were used during a cholangioscopy procedure performed in the common biliary duct on (B)(6) 2021. During the procedure, image problems occur with artefacts, interference, lost image and the loading symbol appears after 30 minutes into the procedure. It was reported that when they moved the connector between the spyscope and the spyglass controller, they felt the image presents interference, and the image returns with some movements; like if the controller presented an electric connection problem. The physician decided to stop the procedure as he doesn't feel secure with the spyscope and the spyglass digital controller. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.